Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause is attributed to misuse and heavy usage. The date code (B)(4) indicates the instrument was manufactured in december of 2007 and is over (B)(4) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inner portion of the trial liner is severely cracked around the threaded bolt.